Manufacturer narrative:
Initial.

Event description:
It was reported that an insulin occlusion alert persisted on an ilet system using an inset 23" infusion set on the stomach, and after clearing the alert and confirming drops during tubing fill, the issue resolved only following a full supply change. The event was associated with hyperglycemia with a highest continuous glucose monitor (cgm) reading of 322 mg/dl and the device problem characterized as obstruction of flow related to the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of insulin flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The blood glucose subsequently decreased to 204 mg/dl and the pump appeared to function appropriately after the supply change.